Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was approximately 110-120 mg/dl, and the meter bg reading was approximately 250-260 mg/dl. As a result of the basal suspension, customer's blood glucose (bg) level rose to 290 mg/dl, with high ketones. Customer gave a manual injection and went to the emergency room (ER). Customer was treated with intravenous fluids of saline and "nf" and was released from the ER 8 hours later with the issue resolved and no permanent damage. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available. Customer reverted to an alternate method of insulin therapy.